Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the caller checked the patient¿s system integrity and found impedances on the left side, but not the right side. The caller said they had to increase the voltage on the right side to not get any impedances. They did the same to the left side but still got impedances: case and 1: 2019 ohms case and 2: 2104 ohms it was reviewed that the patient should have baseline symptoms checked to indicate and possible open circuit, but there were no symptoms reported. Caller also reports that she tried using 3 of the clinician programmers (8840) on the pt's device and she kept getting the invalid data (54) error code on each one. The caller said her colleague whit the ok button and was able to interrogate the patient but they were worried it erased some info as it said "this application card is not valid". Technical services reviewed the session history and clinician notes get deleted. It was reviewed that occurs when they go from clinician tablet back to 8840. Additional information was received: it was reported that the system impedances were elevated, no change in amplitude or other parameters had occurred. The cause of the impedances was not determined. The elevated impedances were not clinically relevant as they didn¿t affect electrodes utilized for stimulation, the main trouble was for MRI compatibility. The impedances weren¿t resolved. Left gpi readings: 0 & 3 - 4272 ohms 0 & 2 - 5174 ohms 0 & 1 - 4508 ohms 1 & 3 - 4081 ohms 1 & 2 - 4866 ohms all other readings were within normal range. There were no further complications reported.